Manufacturer narrative:
Results: the catheter is pinched/smashed on the distal portion of the shaft approximately 38.5 cm from the distal tip. The catheter is nonfunctional. Conclusion: the complaint has been evaluated and confirmed. The complaint states the physician inserted a gt-16-45" terumo wire into the psc032 and it got stuck approximately 20.0 cm from the hub. A 0.032" mandrel was inserted through the catheter hub and advanced distally passed 20.0 cm from the hub but did get stuck 112 cm from the hub were the catheter was damaged. The gt-16-45" terumo might be incompatible with the psc032 catheter. There was no visual damage in the proximal portion of this catheter shaft where the wire allegedly encountered resistance. However, the distal portion of the catheter appears to be pinched/smashed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Prior to the surgery, the physician opened the psc032 reperfusion catheter and inserted a ga1618f guidewire (terumo) into it. The ga1618f guidewire got stuck around 20 cm from the proximal end of the psc032. The physician checked that he did not over tighten the y connector and could not find the cause of the malfunction. The malfunction was found prior to the catheter being inserted into the patient. A psc041 reperfusion catheter was used instead of the psc032. Physician commented that the coating on the terumo ga1618f guidewire could also be the cause of the malfunction.